Manufacturer narrative:
G2: citation: authors: zahra k, domingo ra, turnbull mt, santos cd, peacock sh, jackson da, tawk rg, siegel jl, freeman wd. Safety and tolerability of concentrated intraventricular nicardipine for poor-grade aneurysmal subarachnoid hemorrhage-related vasospasm. Journal of personalized medicine 13(3) 2023. Doi:10.3390/jpm13030428 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of vasospasm and aspiration pneumonia along with additional interventions caused by a complex hospital stay (additional ventriculostomy, ventriculoperitoneal shunt, percutaneous tracheostomy, and endoscopic gastrostomy tube) in association with onyx embolization. The purpose of this article was to assess the safety and tolerability of administration of concentrated intraventricular nicardipine in patients with acute subarachnoid hemorrhage (asah). The authors reviewed 1 patient treated for acute subarachnoid hemorrhage with acute hydrocephalus and herniation, intraventricular cerebellar hemorrhage, and arteriovenous malformation using onyx embolization and intraventricular nicardipine. The patient was a 33-year-old male. The article does not state any technical issues during use of the onyx. In addition, the patient discharged to a rehabilitation facility with a modified rankin scale (mrs) score of 4 and at the 3 month follow up, the patient's mrs score was 3. The following intra- or post-procedural outcomes were noted: intracranial vasospasm aspiration pneumonia requiring percutaneous tracheostomy the patient required a third endoscopic ventriculostomy, ventriculoperitoneal shunt, and percutaneous endoscopic gastrostomy tube.